Manufacturer narrative:
Additional information received on (B)(6) 2019, indicated that patient also had bilateral issue with ptosis and as a result she underwent bilateral removal and replacement with silicone breast implants , and bilateral mastopexy on (B)(6) 2019. Device received on 7/8/2019. Device evaluation completed on 7/17/2019: during evaluation of the sample a tear was observed in the anterior view measuring approximately 0.9 cm. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation.

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile, 475 cc, saline smooth breast implants which bilaterally deflated after implantation. Mentor became aware that the devices are on the way to be received but as of this report date of explantation is not known. This report is for the left side.